Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it was discarded by the customer. The device was not returned for analysis, therefore the complaint could not be confirmed and the event cause could not be conclusively determined. Per the instructions for use: ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.¿ MDR's related to this event: 2029214-2016-00736 2029214-2016-00737. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex incomplete opening during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). The aneurysm max. Diameter was 20mm and neck diameter was 6mm. Landing zone artery size was 4.15mm distal and 4.45mm proximal. The devices were prepared as indicated in the IFU. One pipeline flex was able to be implanted without issue. Next, it was reported that a pipeline flex was delivered just beyond the ophthalmic artery around the carotid siphon and across the aneurysm neck. It was noted that the carotid siphon anatomy was challenging (¿cork screw¿). At deployment, the distal third delivered as desired, but the middle third was could not open due to the anatomy, creating a ¿waist¿ in the device. The device was resheathed and re-delivered three times; the device still did not open. The device was resheathed a final time and removed within the microcatheter. Ultimately, another pipeline flex was implanted to complete the procedure. The angiographic result post-procedure showed stasis in the aneurysm. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.